Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed external visual inspection. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no cell-over-voltage flags enabled. Functional testing revealed that the battery triggered a cell-under-voltage and pack-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. The battery was unable to charge or provide power. Internal inspection of the battery revealed a lifted cell weld between cell pairs, which contributed to the flags. If the battery unable to charge remains connected to the battery charger, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported events were confirmed. Based on the available information, a possible root cause of reported "not charging and flashing red" event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit and/or to a lifted cell weld. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a flashing red light. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.